Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the patient underwent a left common carotid-to-left subclavian artery bypass, and then was implanted with two gore® ctag® thoracic endoprostheses to treat a thoracic aortic aneurysm. The proximal gore® tag® device (tgu404015j/15533348) was deployed at the distal origin of the left common carotid artery (lcca), and the left subclavian artery was occluded with vascular plugs. A procedural angiograph reportedly showed satisfactory contrast dye flow to the lcca. At the conclusion of the procedure, blood pressure to the left arm had reportedly decreased. The physician suspected that the lcca may have been unintentionally covered. A bare metal stent was implanted in the lcca as a precautionary measure. The patient tolerated the procedure.